Manufacturer narrative:
The hosp returned the coupler jaw assembly to synovis. During visual exam, there were no defects observed on either the coupler jaw assembly or the coupler rings, and the rings were aligned. Upon closing the jaw, the left jaw stuck in place on the hinge pin and if force was removed, the jaw assembly would not spring back open as usual; however, the jaw assembly was able to be closed with forceps. According to the device history record, the devices met specification prior to market release. A 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the mfg process.

Event description:
During a mandible free flap reconstruction procedure, physician reported that upon attempting to implant a 3.0mm coupler, the rings would not close. Force was applied to the rings via forceps, however, the rings were still unable to close. The coupler was unable to be implanted. A second coupler was obtained and was able to be successfully implanted. The pt's status is reported to be good.